Event description:
The radiographers had set up a prostate preset then ran an approximately 10 deg gantry rot when a dialogue box popped up with the following message: "hstmt was invalidated at end of transaction". The gantry stopped rotating but it looks as though kv radiation remained on for 4 seconds. (This still has to be confirmed.) The radiographer interrupted the scan and reported the fault.

Manufacturer narrative:
The investigation into this incident is ongoing at this time. Once the investigation is completed, elekta will forward additional info to the FDA.